Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enh ancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
It was reported by the patient that while using the night aligners, had a chipped tooth in the lower central when taking the aligner out. The patient felt a splinter and flossed out a piece of tooth. The photos provided do show air gaps not wnl in both arches. Additionally, there was some staining in the teeth.